Event description:
The customer observed falsely depressed wbc, and hemoglobin (hgb) results for three patients on an alinity hq analyzer. The issue was identified through delta check. The following data was provided: sid (B)(6); (B)(6) 2026, 55-year-old female; initial wbc results =2.73 10x9/l, repeat results = 8.11 10x9/l, sid (B)(6); 66-year-old female; previous wbc result was = 5.1 10x9/l, current results = 2.4 10x9/l, sid (B)(6); 87-year-old male; previous hgb results were = 94/97/97/90/115 g/l, current results =69 g/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.